Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the extension set was leaking at the connection point.

Manufacturer narrative:
A video was attached to the complaint for evaluation. According to the video, the issue was observed as leaking with the extension set. The reported issue was confirmed. The DHR (device history record) file was reviewed indicating that product was released meeting all quality standard requirements. The potential root cause is a lack of solvent application during manufacturing. A formal corrective and preventative action was initiated to correct the issue. The following actions were initiated: a new solvent applicator dispenser was validated that will control the quantity of solvent applied, inspections will be performed and training provided. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the product was leaking at the connection point.